Manufacturer narrative:
Clinical review: a 79 year old male on continuous renal replacement therapy for kidney failure presented with myocardial infarction and following surgical turn down was scheduled for high-risk percutaneous coronary intervention with support of an impella cp. Two days after treatment, the patient suffered a gastrointestinal bleeding requiring blood transfusion. After 4 days of support, the patient was successfully weaned, and the impella cp was removed. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, it was reported that the device was exhibiting intermittent placement signal alarms. The resolution for this issue is unknown. Additionally, the patient had a gastrointestinal bleed. 1unit of packed red blood cells (prbc) and 1 unit of platelet was administered. It was reported that the procedure was successful.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "the device is not available for return. I do not recall the information requested as the case was back in november."